Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Only one proglide device was used to close a 9f access site. The proglide instructions for use states: for sheath sizes greater than 8fr, at least two devices and the pre-close technique are required. The device was not returned for analysis. It was reported that only one proglide device was used to close a 9f access site. It should be noted that the electronic perclose proglide instructions for use states: for sheath sizes greater than 8fr, at least two devices and the pre-close technique are required. The investigation was unable to determine a conclusive cause for the reported difficult to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 9f sheath prior to an interventional electrophysiology procedure. The sutures of the first proglide device were successfully placed using the pre-close technique. Reportedly, the second proglide device was stuck in the anatomy after deployment of the suture. The suture was cut and the device was removed. The electrophysiology procedure was completed and hemostasis was achieved with the successfully preplaced suture of the first proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.